Event description:
My mother went into diabetic ketoacidosis (B)(6) 2025 and was hospitalized until (B)(6) 2025. This came a week after stopping prednisone from her having a bad allergic reaction to the drug she was taking for her poison ivy, her face swelled up pretty bad it was hard for her to see. On (B)(6) 2025 she came home slept most of the time, not doing much. Then on (B)(6) 2025 she suffered a massive blood clot and stroke unexpectedly with no warning signs. She has dexcom g7 and the omipod 5 to give her insulin, but she noticed she was going thru a lot more insulin than she has been since (B)(6) 2025. She did report this concern to her endocrinologist. She has been on the pump and sensor for 3 years prior and everything was running smoothly. On (B)(6) 2025 she passed away due to the stroke and massive blood clot in her brain. A month or two after her death, I saw there was a recall on certain dexcom g7 devices and hers was one of the effected ones. Her numbers on the device app did not match the same numbers that were in the hospital (hospital numbers being a lot higher than the devices data on the app.